Manufacturer narrative:
H3, h6: the reported event was analyzed. Although the involvement of all the devices was reported, the relationship with the investigated failure was directly associated to the gns ii non-por tib sz 7 right. Therefore, no investigation is deemed for the other device. The device was not returned for evaluation. However, the photographs were reviewed, and no breakage was able to be detected. The clinical/medical investigation concluded that, the explant photos provided show a mixture of cement, bony in-growth and biomatter, but it's not clear the broken part. Based on the limited information provided, the definitive clinical root cause of the reported adverse event could not be determined. Although we could not rule out the surgical technique, activity level, bone quality, body habitus, improper sizing, fatigue failure or malalignment as possible contributory factors. The instructions for use does documents warn, ¿the device does not replace normal healthy bone/implant can break/become damaged due to strenuous activity or trauma; has a finite expected service life and may need to be replaced in the future.¿ a review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with inspection drawing, the final inspection includes the verification of part configuration per print. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that after a tka had been performed on (B)(6) 2025, patient experienced a breakage. The metal component was discovered broken at the anterior aspect of the tka tibial tray with poly instability and locking failure. This adverse event was addressed by performing a revision surgery, during which, the gns ii non-por tib sz 7 right and lgn ps high flex xlpe sz 7-8 9mm were exchanged. Patient's current health status is unknown.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).